Manufacturer narrative:
After a review of the event logs, the event log analysis team concluded: the customer complaint and concludes that the probable cause of ¿infuser block fault¿ is due to the continuous occlusion alarms during back priming and even after the back priming was done the proximal occlusion alarm continued followed by the valve cassette test failure alarm. Hence engineering recommends the service center to do the preventive maintenance tests and to identify the battery manufacturer. Apart from this the device was working as expected.

Event description:
The event occurred on an unknown date involving a plum 360 pump where the customer reported an infuser block fault. The customer stated that the fault did not cause harm to the patient. However, it was additionally reported that it was unknown if a patient was involved. The customer stated that no further information is available on this type of issue other than what is already indicated.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was received for evaluation; the investigation is pending.